Event description:
Patient was administered a flu vaccination. The vaccination itself was given without incident but once the needle retracted, the entire needle system completely fell apart, including the spring flew across the room and the needle was temporarily lost. The needle was later found in the hallway. The lot number involved in this incident was a120907. We have had 3 similar events in the past several months. All have involved the lot numbers listed.